Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: left device in uterine corpus") in a (B)(6) female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and yeast infection. Concomitant products included ibuprofen since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 20 days after insertion of essure, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were visible obtruding outside the right and left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on an unknown date: negative. On (B)(6) 2013 - transvaginal sonogram of the pelvis with color doppler flow - impression: essure wire appears to be in the uterine corpus. Evidence of the shoulders with the left essure extending into the uterine corpus. Correlation with hysterosalpingogram might prove helpful as clinically indicated. Concerning the injuries reported in this case, the following ones were described/confirmed in patient's medical records: abdominal pain, nausea, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received : new event pain was added. Onset dates were added and updated. Concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.